Manufacturer narrative:
Graft that was returned is missing both anchors. One anchor appears to have been cut off. The other anchor appears to be missing due to torn mesh. Rated as unsatisfactory. Should add'l info becomes available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
On (B)(6) 2010, during the elevate anterior graft implant, the right side of graft tore when physician tried to suture it in place. The anchor from the right side of graft had deployed and was unable to be removed. The surgeon then cut the mesh away from the left anchor and successfully removed the entire mesh. The deployed anchor from the left side could not removed. A new elevate anterior device was implanted with no further consequence to the pt.